Event description:
Event description guidant received information that this defibrillation lead and this coronary sinus lead exhibited out of range pacing impedances. It was also reported that there was also loss of capture, however the patient is not pacemaker dependant.